Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: d4: serial# (B)(6). H6 FDA method code(s): b01,b15 h6 FDA results code(s): c04 h6 FDA conclusion code(s): d02 d4: serial# (B)(6).h6 FDA method code(s): b01,b15 h6 FDA results code(s): c04 h6 FDA conclusion code(s): d02 product event summary: the controller was not returned for evaluation. Two (2) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Review of controller log files revealed five (5) controller power up events on 17/apr/2021 at 06:34:11, on 26/apr/2021 at 12:12:38, on 28/apr/2021 at 12:43:06, on 29/apr/2021 at 13:02:11, and on 03/may/2021 at 02:13:21. The controller was without power for 7 seconds, 13 seconds, 5 seconds, 7 seconds, and 13 seconds, respectively. Analysis of data log file revealed several premature power switching events that were due to communication errors involving battery 2 and due to momentary disconnections involving battery 1 and battery 2. Analysis of the alarm log file revealed several critical battery alarms due to commu nication errors involving battery 1 and battery 2. Review of the data log file also revealed multiple instances involving battery 1 and battery 2 where the batteries' relative state of charge (rsoc) value was logged between 101-201, which are indicative of communication errors. It is likely the observed communication errors was perceived as the reported "power disconnects". As a result, the reported events were confirmed. The batteries were lubricated prior to release. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. The most likely root cause of the reported premature power switching event can be attributed to communication errors and momentary disconnections due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported critical battery alarms and rsoc logged between 101-201 can be attributed to communication errors. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system battery. Model #: 1650, catalog #: 1650, expiration date: (B)(6) 2021, serial #: (B)(4), UDI #: (B)(4), no. No, device evaluation anticipated, but not yet begun. Mfg date: (B)(6) 2020. No, patient ime code(s): (B)(4). Imf code(s): (B)(4), img code(s): (B)(4). FDA device code(s): a0705, FDA results code(s): c21 FDA conclusion code(s): d16. Heartware ventricular assist system ¿ battery. Model #: 1650, catalog #: 1650, expiration date: (B)(6) 2021, serial #: (B)(4), UDI #: (B)(4), no. No, device evaluation anticipated, but not yet begun. Mfg date:(B)(6) 2020, no. Patient ime code(s): (B)(4), imf code(s): f26, img code(s): (B)(4). FDA device code(s): a0705, FDA results code(s): c21, FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unexpected power losses related to power switching and power disconnects from two batteries. It was also reported that one battery exhibited a critical battery alarm despite having a 98% charge capacity. The controller remains in use and the batteries were exchanged. No patient complications have been reported as a result of this event.